Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for concerns for outflow graft flows. A review of the log file revealed 1 transient unstained low flow estimate on (B)(6) 2024 6:44am. Additionally, the log file contained clusters of pulsatility index (pi) events as well as routine power source changes. Related MFR# 2916596-2024-01234 covers (B)(6) 2024 pump exchange and possible outflow graft obstruction on the newly placed pump.

Manufacturer narrative:
D1, brand name: corrected. D4, catalogue number: corrected. D4, primary UDI number: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirm a single low flow event, which did not persist long enough to trigger an alarm. The account reported "concerns for outflow graft flows," and submitted log files for review. The controller event log file contained events spanning from 04apr2024 to 09apr2024. No notable alarms or unusual events were captured, and the pump operated as intended at the set speed. A single occurrence of flow reducing to 2.4lpm occurred on (B)(6) 2024 and resolved without an alarm occurring. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6) and no further events have been reported at this time. The heartmate 3 lvas instructions for use explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm (liters per minute) and notes that changes in patient conditions can result in low flow. This document describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.